Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under general anesthesia (specific date not reported) in order to replace the abutment. This report is submitted on aug 03, 2021.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site, and was treated with a topical steroid cream. The implanted device remains.